Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking at the septum. Reportedly, the customer loaded a new cartridge. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, customer reloaded the same cartridge to resolve the issue and resume insulin therapy. Customer's blood glucose ranged from 209-239 mg/dl.